Manufacturer narrative:
The two (2) protocols/processing runs from which tissue samples exhibited sub-optimal processing using the 8 hour protocol comprising approximately 30 cassettes in retort a which completed on (B)(6) 2018; and the 8 hour protocol comprising approximately 70 cassettes in retort b which completed on (B)(6) 2018, could not be identified from the instrument logs provided. However, the evaluation of the instrument logs found that eight (8) processing runs executed between (B)(6) 2018 would have been adversely impacted. Event code "1401" was recorded in the instrument logs at 12:12pm on (B)(6) 2018 indicates that bottle 7 (ethanol) was removed from the instrument for less than the minimum period configured of 20 seconds, which is not sufficient time to complete manual replacement of the reagent. Information displayed in association with this event code indicates that the properties of the reagent station were reset. The properties of the reagent in bottle 7 prior to this user action were: ethanol concentration = 80.3%, cycles = 148, cassettes = 7027 and days = 104. It is likely that a user affirmed in the instrument software that the ethanol concentration in bottle 7 was to be set to the default concentration of 100% at 12:12pm on (B)(6) 2018 because the calculated concentration by the instrument software of 100% was recorded by the applications specialist on (B)(6) 2018. Although evidence suggests that a user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 12:12pm on (B)(6) 2018, the discrepancy between the ethanol concentration measured by hydrometer of 85% and that calculated by the instrument software of 100% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Although sub-optimal tissue processing was reported in a total of 100 cassettes from two (2) processing runs which completed on (B)(6) 2018, manufacturer investigation indicates it is likely that tissue in at least 251 cassettes from eight (8) processing runs executed between (B)(6) and (B)(6) 2018 would also have been adversely impacted. This contention is based on the investigation finding that the reagent in bottle 7 (ethanol) with a concentration of 80.3% and below was used for the final dehydration step of each of the eight (8) protocols executed between (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 12:12pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2018, leica biosystems received a complaint of "poor processing -underprocessed" from both one (1) 8 hour protocol executed in retort a; which comprised a total of approximately 30 cassettes; and one (1) 8 hour protocol executed in retort b, which comprised approximately 70 cassettes. The complainant advised that the reagent in bottles 1 (formalin); 2 (formalin); 3 (70% ethanol); 7 (ethanol); 12 (xylene); 13 (xylene); and 14 (xylene) were replaced on (B)(6) 2018. On (B)(6) 2018, a leica applications specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottles 3 (70% ethanol); 4 (ethanol); 5 (ethanol); 6 (ethanol); and 7 (ethanol) respectively. The measured ethanol concentration in bottles 3 (70% ethanol); 4 (ethanol); 5 (ethanol); 6 (ethanol); and 7 (ethanol) was 70%; 68%; 98%; 94%; and 85% respectively and the calculated concentration was 68%; 60%; 92%; 87%; and 100% respectively. The fss documented that the station properties for bottle 7 (ethanol) were reset at 12:12pm. On (B)(6) 2018; the measured ethanol concentration suggested that the reagent in bottle 7 was not replaced; no salt was observed in either retort a or b; all reagent bottles were filled to the maximum fill level; and wax baths were filled to the maximum fill level. On (B)(6) 2018, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable.